Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. Results - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon functional testing. One used 6fr angio-seal vip device was returned for evaluation. The hemostasis sheath was returned mated with the carrier tube assembly for analysis. The arteriotomy locator and tamper tube were returned as well. Visual inspection revealed that the arteriotomy locator was slightly bent and kinked at the blood inlet holes. The carrier tube assembly was found to be properly mated with hemostasis sheath and the deployment sleeve was in the full forward lock position. The tamper tube was exited from the sheath and returned separately. The suture was released and appeared to be cut below the clear shrink marker. Upon visual inspection of the deployment sleeve, there were no plastic deformities noted near the mating latches. No other visual anomalies were noted with the device. Functional testing was performed. The carrier tube assembly was removed from the hub of the sheath and re-inserted into the hub of the sheath. A click sound was heard, and it was snapped together and properly fitted. Then, the deployment sleeve was then moved into the rear lock position and both rear tabs were locked and click sound was heard. There were no functional anomalies noted with the locking position of the sleeve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr angio-seal device was inserted, and the closure device was delivered through the sheath. The device did not click when inserted into the sheath and had to be removed. The procedure outcome was successful. The patient was reported to be in stable condition. There was no other devices or equipment being used with the reported product. Additional information received on june 19, 2019. The procedure performed was a left heart catheterization from the femoral approach using a 6fr sheath. Manual pressure was applied to achieve hemostasis.